Event description:
This report is to advice of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The root cause of the high current was undetermined.